Event description:
It was reported that the device was given without any details. It was used in a lap cholecystectomy procedure. No patient consequence reported.

Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled, fed and formed 5 conforming clips, 5 pear shaped clips due to advancer bypass issues, the cam broke and the jaw ramp damaged on the tenth firing, on the final firing the instrument ejected the clip due to the cam and jaw condition. Corrective actions have been initiated to address the root cause of the cam issue and bypass issues. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.